Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured with the patient¿s extension and implantable neurostimulator (ins) at the time of implant. It was noted the operating physician ¿repeatedly re-interfaced¿ the patient¿s extension and ins, but the high impedance issue persisted. Interrogation records from two impedance tests showed that unipolar electrodes 9 and 10 and various bipolar pairs utilizing at least one of those electrodes had high impedances. There were no external factors reported to have led or contributed to the event. The patient¿s ins and extension were replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated.